Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the display was showing ¿call your doctor¿ icon and there was a power on reset (por) condition. The patient was not able to adjust stimulation. Clearing the por was reviewed and it resolved the issue. The patient reported that just about 30-45 minutes prior to the report the patient saw the por when they went to recharge. Prior to this, the manufacturer representative guided the patient through holding down the bottom two buttons on the front, and it seemed to work, and then all of the sudden it worked and the battery was charging. At the time of the report the patient saw the por on the implantable neurostimulator (ins) and recharger. Before the day of the report the patient last charged about two weeks prior, and ran it 24/7. The patient reported having 8 coupling boxes on the recharger and the equipment was working as designed. Information has been requested regarding if the patient still had concerns with their device or therapy which was not reported regarding this event. If additional information is received, a follow-up report will be sent.